Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, the sensor deployment needle was missing from the sensor applicator. No additional event or patient information is available.